Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
(B)(4): (B)(6): this pi is covering infection. Notes: from (B)(4) aei note (B)(6) medical records (B)(6) 2023 pertaining to non-mom construct was reviewed by clinician. On (B)(6) 2022, the patient had a right total hip arthroplasty to address osteoarthritis. Depuy products were implanted. Part/lot page 6 of 632 (B)(4). Medical records (B)(6) 2023.pdf). On (B)(6) 2022, the patient had a right total knee arthroplasty (page 615 of 632 no specifics). On (B)(6) 2023, the patient had a right hip revision of acetabular liner and femoral head to address catastrophic failure. Indications for surgery included patient having pain, multiple falls, and a radiograph demonstrated femoral head high in the cup, which is consistent with catastrophic failure or liner dislocation (disassociation). During the procedure, the surgeon observed that the liner had come loose and had rotated into an inferior position resulting in articulation and impingement of the ceramic head. The femoral head had a significant stripe wear consistent with metal wear. The cup and stem were retained. Depuy pinnacle dual mobility liner, depuy bi-mentum pe liner and depuy articul/eze femoral head were implanted during this procedure. (Surgery page 233 of 632 (B)(4) medical records (B)(6) 2023.pdf) (part/lot page 375 of 832 (B)(4) medical records (B)(6) 2023.pdf) (B)(4) on (B)(6) 2023 medical records note the patient is 11 weeks post op and feel pain within the gluteus maximus muscle and is worried about dislocating the hip. Surgeon noted long standing pain in right hip despite treatment and normal imaging/physical exam. (This is only 11 weeks post op and pain is an expected outcome while healing post operatively. No new pc required at this time) (B)(6) 2023 MRI demonstrates right hip arthroplasty, mild increased signal on fluid sensitive sequences along the femoral stem. Moderate right greater trochanteric bursitis versus hematoma/seroma. The patient also reported having weakness and pain. The impression is mild trochanteric bursitis. Iliopsoas tendinitis appears to be from prominence of the irritating psoas tendon itself. Corticosteroid injection is recommended. (New pc required.) Past medical history included: hypertension, hld, depression, anxiety, arthritis, ptsd. Event description: medical records (B)(6) 2023 pertaining to non-mom construct was reviewed by clinician. (B)(6) 2023 MRI demonstrates right hip arthroplasty, mild increased signal on fluid sensitive sequences along the femoral stem. Moderate right greater trochanteric bursitis versus hematoma/seroma. The patient also reported having weakness and pain. The impression is mild trochanteric bursitis. Iliopsoas tendinitis appears to be from prominence of the irritating psoas tendon itself. Corticosteroid injection is recommended. Doi: (B)(6) 2022 (stem) doi: (B)(6) 2023 (liner, head) doe: 20 jul 2023 right hip.